Manufacturer narrative:
During troubleshooting, the customer found a damaged mixer blade on the architect c4000, replaced the mixer and added a smartwash for oxycodone to magnesium for resolution. The customer stated that there were no further discrepant magnesium results. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of the historical data and tracking/trending did not identify an adverse trend or systemic issue for tickets with architect c4000 or mixer part replacement. The calculated erratic rates for the architect systems were all below the upper control limit. A review for non-conformances was performed with no nonconformances or potential nonconformances identified for the part associated with this ticket. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a false elevated magnesium of 6.1 mg/dl (sid (B)(6)) that repeated 2.3 mg/dl when processing on the architect c4000. The customer uses a normal range of 1.8 to 2.4 mg/dl. No impact to patient management was reported. No specific patient information was provided.